Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review, the presenting electrogram (egm) showed patient appeared to be in a supraventricular tachycardia (svt) rhythm that starts with premature atrial contraction (pac) with narrow morphology. The device delivered a burst of anti-tachycardia pacing (atp) and shock therapy. Further review showed the shock appeared to have accelerated the rhythm. Ts discussed programming optimizations options. At this time, no additional adverse patient effects were reported. This ICD remains in service.